Event description:
Nurse was administering a lovenox injection to the patient. When she activated the safety sharps device, the internal syringe with the needle sprung back out of the safety device hitting the nurse. The incident did not involve a needlestick but could have potentially led to one.